Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer took out the batteries to stop the devise from beeping and the customer received a low predict alarm that they were unable to clear. Customer stated that the insulin pump may have been exposed to sweat from her bra. Customer's blood glucose reading at the time of the call was 73 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. The insulin pump had cracked display window corner and cracked reservoir tube lip.